Event description:
Vascushunt tested prior to placement in left carotid. Shunt placed without problem. While sewing the dacron patch on the internal carotid, the shunt in the common carotid came dislodged. It was noted that the balloon had a small leak in it. Shunt was placed back in the common carotid and held in place with a javid clamp. Procedure completed without any further problem.